Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) showed a high, out of range shock impedance alert. The values were stable until the date in which they rose. It was recommended to bring the patient in so isometrics and pocket manipulations could be completed for this rv and ICD that remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) showed a high, out of range shock impedance alert. The values were stable until the date in which they rose. It was recommended to bring the patient in so isometrics and pocket manipulations could be completed for this rv and ICD that remain in service. Additional information was received mentioning that the system recorded two 0 values for the shock lead impedance. Discussed the 0 usually is due to electromagnetic interference presence. It was recommended to ask if patient up and using or wearing anything during night that might be source. A commanded shock was not recommended at this time. No adverse patient effects were reported.